Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) indicated the catheter had been discarded by the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer, and it was reported that the patient¿s catheter keeps leaking. It was noted they have only had this new pump since (B)(6) 2023. The catheter was the original, but still, this was the second time since (B)(6) 2023 that it had sprung a leak. It was noted the patient had a spinal cord stimulator also. It was reported every time this happened it cost the patient $2,000 out of pocket that they didn¿t have. Additional information was received by the consumer on (B)(6) 2024 and reported three weeks ago the catheter broke again. The patient wanted to be refunded $2,000 for him going into the doctor¿s office due to catheter. It was noted the patient was having surgery on the catheter tuesday next week ((B)(6) 2024). Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2024 and it was reported the patient was not reporting any efficacy issues, however, he had a large mass over his pump. It was reported the patient, managing physician, and surgeon had opted to perform a total catheter replacement with the assumption the mass was medication and/or cerebrospinal fluid (csf) leakage into the pocket. Surgery was scheduled for (B)(6) 2024. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight was asked, but unknown and medical history included chronic pain and prior stroke.

Event description:
Additional information was received from a company representative (rep) at it was reported the issue was now resolved.

Manufacturer narrative:
H6. Imf code: f15 is also appliable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient receiving dilaudid at 2.3mg/day via an implantable pump. The patient¿s medical history included multiple back surgeries, stroke, and brain bleed. The patient reported a large mass surrounding his pump following a pump replacement procedure. In (B)(6) 2023 the came in for a refill and the managing provider aspirated 110 ml of fluid from the pocket. The patient also reports some headaches and limited pain relief. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was the fluid was tested for infection and the patient showed no signs of infection. The patient¿s managing physician referred the patient to the surgeon for surgery as the fluid was too large to just be medication dispensed from the pump. The actions/interventions taken to resolve was exploratory surgery was done on (B)(6) 2023. When the surgeon opened the pocket, he found a hole in the pump segment of the catheter. The surgeon believes csf was draining down the catheter through this hole. The section was removed and replaced. The managing physician advised to decrease pump dose from 3.6 mg a day dilaudid to 2.3 mg a day as a precaution. The issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2010explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(6), ubd: 15-dec-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.